Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc) due to error 45308. Fse swapped the digital video interface (dvi) cables to verify that both the monitor and harness were not causing the issue. Fse then noticed that both blue fiber leds on surgeon side console (ssc) and vision side console (vsc) were red, fse swapped the blue fiber cable and port on the vsc with no resolution. Fwe replaced the blue fiber port on the ssc and the error cleared and image in both eyes returned. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmsc was analyzed and in artemis, no data found to indicate the failure occurred in the field. During visual inspection, both dvi ports on video input leaf (vil)s and surgeon console leaf (scl)s were found damaged due to wear and tear. The pmsc was installed onto the golden system, upon the power on, the system failed with error code 48200. Leaf 3 was not presented on laptop app. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that damaged of both scls were the root cause of the reported issue.

Event description:
It was reported that after a da vinci assisted benign hysterectomy surgical procedure, the right eye of the high resolution stereo viewer (hrsv) on the surgeon side console (ssc) was black and showed an hourglass icon. After a hard power cycle and reseating all blue fiber cables, the issue persisted. Customer decided to remove the affected ssc and proceed with setup using a single-console configuration. The procedure was completed with no reported patient injury.